Event description:
Patient presented to an outside (not stroke certified) hospital for 3 day history of respiratory symptoms and copd exacerbation with concerns of stroke. Information was called to stroke certified hospital and spoke with stroke attending whom together they determined patient risk versus benefit to receive tpa which was given at 1203 pm (8 mg bolus followed by 74 mg drip over 1 hour for total of 82 mg). This was appropriate dosing for patient weight. MRI showed no signs of stroke, but she was transferred to the stroke facility for post-tpa care and was determined to be in septic shock as well as new onset of gi bleed with no history of alcoholism. However shortly after intubation and ng tube was placed. Gastroenterology was consulted due to gi bleed and was determined that gi bleed most likely due to placement of ng tube. One unit of ffp was given on (B)(6) at 2204 as well initiated on protonix drip at 8mg/hr started at 2215. Name and strength: alteplase. Dose or amount: 82 mg. Frequency: 1 time. Route: intravenous drip. Dates of use: 60 minutes. Diagnosis or reason for use: rule out stroke.